Event description:
During baxter's functionality testing of a spectrum pump, it displayed the downstream occlusion message. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the constant downstream occlusion alarm which was observed after loading a set, closing the door and attempting to fun the unit with a fluid filled IV set. During the evaluation, the downstream sensor current reading was out of specification with a fluid filled set loaded. The downstream pressure plate gap was also found out of specification. The unit was re-calibrated to correct this issue.